Manufacturer narrative:
D10 product available to stryker ¿ updated. D10 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. There are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection of the returned subject device was found to be broken along the nitinol tubing and the core and platinum wire at 210cm. The ptfe (polytetrafluoroethylene) of the subject device was seen to be damaged approx., 20 to 30cm from the proximal end. Functional testing could not be performed due to the condition of the returned subject device. The reported complaint was confirmed based on analysis. The subject device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the subject device. The reported event is covered in the device directions for use (dfu). Also, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the reported event. Additional information provided by the customer did not indicate any issues noted during unpacking or setting up of the subject device, and the subject device was prepared as per dfu instructions. The dispenser hoop was flushed before removing the subject device and there was no resistance when taken out of dispenser hoop/protective tube. There was no indication of a user related issue. The anatomy was reported to be severely tortuous. The subject device was 90 degrees shaped. The distal tip of the subject device was found to be damaged. Analysis of the returned subject device was found to be broken along the nitinol tubing and the core and platinum wire at 210cm. The ptfe of the subject device was seen to be damaged approx., 20 to 30cm from the proximal end. The damage to the returned subject device indicates the subject device encountered a significant force during use and it is most probable the patient¿s severely tortuous anatomy contributed to the reported issue. An assignable cause of procedural factors will be assigned to the reported and analyzed ¿guidewire distal tip broken/fractured during use¿ and as analyzed ¿ guidewire kinked/bent¿ and ¿ guidewire ptfe coating peeling¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that in a case of a 2mm ruptured cerebral aneurysm with a2-a3 bifurcation. The microcatheter was inserted into the aneurysm with the subject guidewire, then the first coil was placed. During placement of the second coil, the contrast image of the unilateral a3 became poor, so anticoagulation was increased, an antiplatelet agent was administered, and the subject guidewire and microcatheter were advanced to the vessel with the poor image in an attempt to recanalize. As the subject guidewire was withdrawn with the microcatheter, the guidewire fractured approximately 6 cm from the distal tip and remained in the body. An attempt was made to retrieve the fractured portion with a snare device; however, it could not be retrieved and the procedure was terminated as is. As of today, there have been no reports of any health problems.

Event description:
It was reported that in a case of a 2 mm ruptured cerebral aneurysm with a2-a3 bifurcation. The microcatheter was inserted into the aneurysm with the subject guidewire, then the first coil was placed. During placement of the second coil, the contrast image of the unilateral a3 became poor, so anticoagulation was increased, an antiplatelet agent was administered, and the subject guidewire and microcatheter were advanced to the vessel with the poor image in an attempt to recanalize. As the subject guidewire was withdrawn with the microcatheter, the guidewire fractured approximately 6 cm from the distal tip and remained in the body. An attempt was made to retrieve the fractured portion with a snare device; however, it could not be retrieved and the procedure was terminated as is. As of today, there have been no reports of any health problems.